Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high impedance out of range on the rv coil. A follow up with the patient¿s healthcare provider yielded that the alert window was increased. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.